Event description:
On (B)(6) 2011, a (B)(6) year old male patient underwent aaa repair. The patient's anatomical form was suitable for endovascular repair. The procedure was consisted of placement of a main body, an iliac leg in the right and two iliac legs in the left. Type ii endoleak was confirmed and the procedure was completed. On (B)(6) 2013, distal type I endoleak was confirmed in the right by follow-up CT (1820334-2013-00234). Expansion of the aaa was not confirmed. The physician confirmed that the common iliac artery became aneurysmal as approx 30mm and he determined the endoleak was due to migration of the iliac leg graft due to aneurysmal of the common iliac artery. As of (B)(6) 2013, the additional procedure was performed to treat the endoleak. Other manufacturer's leg graft was place after coil embolization of the right internal iliac artery. (The exact date of the procedure is unknown.) The physician confirmed slight iliac leg graft migration at the last additional procedure and had been taking a wait-and-see approach (B)(4). At a recent follow-up, the physician confirmed that the iliac leg graft placed in the left came off the main body limb and migrated to distal and it caused type iii endoleak with no significant growth of the aneurysm. Additional procedure was performed on (B)(6) 2014 and another manufacturer's stent grafts were placed inside the main body and iliac leg grafts and type iii endoleak was resolved. The patient's condition is stable and no problematic symptom is shown as of (B)(6) 2014. Additional information provided on (B)(6) 2014: the patient is still hospitalized, but is doing fine with no problematic symptoms.

Manufacturer narrative:
(B)(4). Investigation evaluation: still under investigation.